Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00166 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported after the first intra-aortic balloon (iab) was removed with no difficulty and a new iab was used, it was noted that the second iab was kinked upon insertion. As a result, a third iab was used and inserted at the same insertion site with the original sheath. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab kinked is confirmed. During the investigation, a guidewire experienced resistance when passed through the central lumen. The location of the resistance was experienced at the proximal end of the bladder and distal end of the outer lumen. No obvious kink/bends were noted during visual inspection, but the guidewire could not pass through the central lumen without experiencing resistance. The root cause of the complaint is undetermined. A potential cause is from customer handling or patient involvement. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00166 (B)(4) as the report is related to the same patient.

Event description:
It was reported after the first intra-aortic balloon (iab) was removed with no difficulty and a new iab was used, it was noted that the second iab was kinked upon insertion. As a result, a third iab was used and inserted at the same insertion site with the original sheath. There was no report of patient complications, serious injury or death.